Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one dissimilar complaint for this lot of (B)(4) devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure of the shoulder, it was observed that the customer's vapr tripolar 90 degree suction electrode clogged up. The sales rep stated that the surgeon did not have the suction on in the beginning of the case and that the surgeon did not have the device turned about all the way. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences or delays. The sales rep stated that the generator settings were set at default and neptune was used for suction. The sales rep did not know how long the device was on before the clogging began and did not know if the device was buried in tissue. The sales rep confirmed that the electrode is a brand new device and was activated in saline before use. The sales rep was not present for the case therefore could not provide any further information. The sales rep stated that the device was discarded. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.